Event description:
It was reported to philips that the green paddle connector is damaged. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The complaint was escalated for technical investigation, which involved diagnosing and addressing a reported issue of a damaged green paddle connector on an efficia dfm100 defibrillator. The investigation resulted in replacing the external paddle cable fixing bracket, and functional tests as well as operational tests were subsequently conducted with no failures detected. Based on the information available and the testing conducted, the cause of the reported problem was a damaged green paddle connector. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.